Event description:
Ous MDR - after an implantation duration of approx. 33 months it was reported that the lead was explanted due to oversensing, high pacing impedances and low shock impedances. During the explantation procedure the svc coil was found in the area of the clavicle.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular approx. 31 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cable to the rv shock coil was damaged. These findings can be considered as the root cause of the reported clinical observation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, deformations of the shock coil were detected which most likely occurred during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.